Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle did not retract into the sheath during use. The following information was provided by the initial reporter: "the needle for this product did not retract into the plastic sheath as required".

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 2 pictures submitted for evaluation. The reported issue of needle retraction failure was confirmed upon inspection of the sample photos. Analysis of the photos showed that the safety device was not activated properly. In the photos it can be seen that the inner shield of the device is present, denoting that the device had to be activated by the user for proper shielding and needle retraction. Bd determined that the cause of the failure was associated to misuse of the device. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle did not retract into the sheath during use. The following information was provided by the initial reporter: "the needle for this product did not retract into the plastic sheath as required".